Event description:
Boston scientific received information that this device was depleting prematurely after triggering end of life (eol) during a follow up. This device was explanted and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.